Manufacturer narrative:
Summarized patient outcomes/complications of comparison of three echo-guidance techniques in percutaneous patent foramen ovale closure for stroke prevention: conventional transoesophageal, microprobe transoesophageal and intracardiac echocardiography] were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, diabetes mellitus, hypercholesterolaemia, coronary artery disease, peripheral ischemia, venous thromboembolic disease, arrhythmia, migraine, septal anomaly (small-large shunt, atrial septal aneurysm). Some of the complications reported were stroke, transient ischemic attack, atrial fibrillation, supraventricular arrhythmia these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "comparison of three echo-guidance techniques in percutaneous patent foramen ovale closure for stroke prevention: conventional transoesophageal, microprobe transoesophageal and intracardiac echocardiography".

Event description:
The article, "comparison of three echo-guidance techniques in percutaneous patent foramen ovale closure for stroke prevention: conventional transoesophageal, microprobe transoesophageal and intracardiac echocardiography", was reviewed. The article presented a prospective, single center study to compare the safety and efficacy of intracardiac echocardiography-guided and microprobe transoesophageal echocardiography-guided patent foramen ovale closure under local anaesthesia with transoesophageal echocardiography-guided patent foramen ovale closure under general anaesthesia. Devices included in the study were amplatzer pfo occluder, amplatzer multi-fenestrated septal occluder "cribriform", and occlutech figulla flex ii pfo occluder. The article concluded preliminary real-world experience suggests good efficacy and safety with intracardiac echocardiography and microprobe transoesophageal echocardiography guidance compared with conventional transoesophageal echocardiography guidance for percutaneous transcatheter patent foramen ovale closure in recurrent stroke prevention. [The primary and corresponding author was gilles montalescot, sorbonne université, action study group, inserm umrs_1166, institut de cardiologie, hôpital pitié-salpêtrière, ap-hp, 75013 paris, france, with corresponding email: gilles.montalescot@aphp.fr]